Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient had a change in coverage and is not feeling stimulation in their back, which they previously were able to. The patient stated that they were in the hospital in (B)(6) 2016, and they haven¿t felt stimulation coverage in their back since. Impedances were checked, and were good. The rep attempted to reprogram the patient on (B)(6) 2017, but it is unknown if the issue was resolved at the time of the report. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain. Additional information received from the manufacturing representative indicated that it is unknown if the patient¿s lack of stimulation in their back has been resolved. The cause of the issue is unknown. Reprogramming was attempted. The patient is out of town until may, and their next appointment with a healthcare provider is on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient was seen on (B)(6) 2017. The patient stated the stimulation coverage was still covering her legs well. The patient spoke with physician about alternative therapies, including tdd. The patient was to continue using the stimulation for the legs and will consider tdd. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.